Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. The component exhibited a leak and a hole in the proximal end of its body, along with wear at fold in its middle, proximal and distal end. The pump was microscopically inspected, leak and functionally tested. Scaling on the bottom of the pump bulb was noted, and additionally, pump tubing was cut down to the pump block; therefore, it was not returned for analysis. Based on the information available and analysis results, the leak and hole identified in the cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.